Event description:
Caller said he and other people using meter since (B)(6) 2014 and he only got lo - said he did test with (B)(6) and got lo - when I guided him to memory it only showed two readings one today and one on (B)(6) - I tried to verify techniques but he just told me what (B)(6) told him - when asking for previous techniques he said were the same but held meter flat to table - I informed him I think he may did not get too many readings at all because of just showing 2 lows in memory - than he said now he sees 4 or 5 more alone for the (B)(6) and he also does not feel that lo he feels around 200. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product gave 'lo' results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Manufacturer is aware of the issue which is under investigation (CAPA (B)(4)).